Event description:
Customer reportedly obtained results of 81 mg/dl and 24 mg/dl on the same device within 10 minutes. Customer reports eating after receiving the result of 24mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.